Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the connector was broken off of the link electronic module (lem) circuit board, as a result the lem board was replaced and calibrated. It was also noted that the system fan was noisy.

Event description:
It was reported the EKG (electrocardiogram)/patient cable connector on the programmer was broken. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.